Manufacturer narrative:
On 1/17/2020, mentor received additional information regarding the date of explantation and MRI. The patient is scheduled to undergo explantation on (B)(6) 2020. It was initially reported that the patient had MRI on (B)(6) 2019. However, the actual date that the patient had MRI was (B)(6) 2019. On 1/24/2020, mentor received additional information about the suspected medical device. At the initial report, lot number and serial number of the concomitant device were reported as the suspected medical device information. The correct lot number and serial number are (B)(6) respectively. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 2/4/2020, the suspected medical device was returned for evaluation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant medical products: 375cc mentor memorygel breast implant (catalog #: 3503754bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant prosthesis and experienced postoperative left-sided rupture. The rupture was visualized via MRI performed on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 2/10/2020, the investigation on the suspected medical device was completed. Investigation summary : during visual analysis of the sample, it was found to be ruptured and received in two parts. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).